Event description:
Additional information received reported it was unknown if the scalp infection resolved with the use of antibiotics. The office hadn¿t heard from the patient since (B)(6) 2014. It was unknown if it was device related.

Event description:
It was reported that the patient had an infection on the scalp on (B)(6) 2014. The healthcare professional had decided not to explant the system and just treated the patient with antibiotics. The patient had also had several other infections. The primary location of the infection was the abdomen. It was unknown if a culture was taken or what organism was cultured. Treatment for the infection was unknown. No outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 37603, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator; product ID 3389s-40, lot# va0kxfb, implanted: (B)(6) 2014, product type: lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 3389s-40, lot# va0kxfb, implanted: (B)(6) 2014, product type: lead; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 37603, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. (B)(4). (B)(6).